Manufacturer narrative:
The reported event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported that a patient was injected in the eyebrows with juvéderm® volift¿ with lidocaine by another physician. About 3 months after the injection, the patient experienced swelling and puffiness. MRI showed non-specific fluid accumulation. About 2 years and 4 months later, the patient had mild swelling of eye brow areas bilaterally. The patient was treated with 150 u hyaluronidase via injection into the swollen areas. About 2 months later, the patient had an ultrasound performed with results of non-specific fluid subcutaneous, deep to both eyebrows. The healthcare professional additionally reported ¿long term residual delayed hypersensitivity reaction and [illegible] or filler accumulation- plateaued. Will observe¿. The symptoms have not fully resolved.